Event description:
Patient reported they have a letter of recommendation from their dentist. Their dentist recommended the patient discontinue treatment and proceed with orthodontic treatment under direct supervision of a a dentist to correct the malocclusion/alignment issue.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.